Manufacturer narrative:
H.6. Investigation: bd received a samples from the customer for investigation. The sample was evaluated by visual examination and the indicated failure mode for straw poking through package with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® c&s transfer straw kit had an issue with sterility (product not sterile). The following information was provided by the initial reporter: the customer stated "the straw needle was sticking out of the package of a urine kit."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® c&s transfer straw kit had an issue with sterility (product not sterile). The following information was provided by the initial reporter: the customer stated "the straw needle was sticking out of the package of a urine kit."